Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt had an unexpected refractive outcome due to lens rotation. In a follow up, the surgeon reported the iol was rotated one week later and the event resolved.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot or associated products because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined from the investigation. Add'l info was requested on 02/06/2012 and 02/15/2012 by phone, fax, and mail. A completed questionaire was received on 02/15/2012. (B)(4).